Event description:
It was reported that 20 minutes into the dialysis treatment the pt requested oxygen, which was a typical request. When the nurse was approaching the pt with the oxygen the pt indicated pt felt something leaking. As the nurse checked the catheter site the pt passed out. The catheter was found to be disconnected from bloodline, and blood was issuing from the venous blood line onto pt. All lines were immediately clamped and blood pump stopped. Normal saline was given via the arterial port of catheter. The pt was laid back in chair, CPR was initiated and an ambulance was called. The pt was transported to the hospital. Estimated blood loss was 300-350cc.